Manufacturer narrative:
Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for the evolution® biliary controlled-release stent - fully covered device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the attached journal article ragab et al 2023. This file is related to pr 400708, pr 400710, and pr 400711. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs that¿ ¿the stent is mounted on an inner catheter which accepts a 0.035-inch wire guide, and is constrained by an outer catheter¿¿ and ¿¿ after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. It is known from the available information that a 0.025-inch wire guide was used and the patients received chemotherapy post stent placement. The instructions for use, ifu0062 which accompanies this device, instructs that¿ ¿the stent is mounted on an inner catheter which accepts a 0.035-inch wire guide, and is constrained by an outer catheter¿¿ and ¿¿ after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the literature user-error of incorrect size wire guide and the chemotherapy treatment after stent placement was reported. Confirmed quantity of 4 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-nov-2023.

Event description:
Ragab et. Al, 2023 ¿ endoscopic ultrasound-guided biliary drainage for distal malignant biliary obstruction: a prospective 3-year multicentre egyptian study. Eus-guided interventional approaches included either extrahepatic (choledecho -duodenostomy (cds, chole decho-antrostomy (cas) or intrahepatic (hepatico-gastrostomy (hgs). Use of a 0.025 ercp guidewire (jagwire; boston-scientific). Most patients were referred accordingly for oncological management and chemotherapy was started successfully for 68 patients (80%) of our cohort (after stent placement). This complaint was opened to capture the user-error in relation to the procedure (incorrect size wire guide) and the use of chemotherapy after stent placement with 4 devices.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.